Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) shut down unexpectedly" was confirmed in the archive data but was not confirmed during the functional testing. No malfunction was observed that could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. The likely root cause relates to the stiffness of the patient's chest during the use of the platform. The autopulse used more power to compress the patient with stiff chest, and therefore, the batteries drained faster than usual/normal, which eventually resulted in the unexpected shut down of the autopulse platform. Upon visual inspection, no physical damage was observed. A review of the archive file showed that the autopulse platform stopped compressions multiple times due to ua17 (max motor on time exceeded during active operation) error messages, and the autopulse platform eventually shut down; thus, confirming the reported complaint. Based on the archive data review, a fully charged autopulse li-ion battery (sn: (B)(4)) with a remaining capacity (rc) of 1409 mah was used in the autopulse platform on the reported event date. The autopulse was powered on and performed 2 sessions of 367 compressions and 7 compressions. Then, the platform stopped compressions and displayed a ua17 error message. The user powered on/off the platform to clear the ua17 error. Further review of the archive reveals that the platform stopped compressions 7 more times to the ua17 error message, and then the autopulse platform shut down. User advisory 17 occurs when the motor has been on for too long during active operation. The autopulse did not reach the target depth within the specification time. This is normally experienced when the patient's chest is too stiff and hard to compress and when the battery's charge status is low. As included in the operator's manual, recommended actions to take for ua17 are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The archive shows that the battery had a low voltage with remaining capacity (rc) of 989 mah. Then, the user inserted another fully charged battery (sn: (B)(4)) into the autopulse platform, and the platform was powered back on and performed 1033 compressions before it stopped again to the ua17 error message. Then, the autopulse platform shut down. The 2nd battery's remaining capacity (rc) dropped to 967 mah at the time. The autopulse uses more power to compress the patient with stiff chest, and as a result, the battery drains faster than usual/normal. As per the customer, after the call, both batteries were able to be fully charged and functioned as intended. The autopulse platform passed initial functional testing without any fault or error. During functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error, and therefore, the customer's reported complaint could not be replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours ((B)(6), 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge ((B)(6), circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. The cardiac arrest was witnessed by the patient's family doctor and ems personnel, and the cause of the cardiac arrest was a suspected medical/cardiac issue. The patient was in cardiac arrest for less than 30 seconds prior to receiving manual CPR, which was performed by the ems personnel. A fully charged li-ion battery was inserted into the autopulse platform, and after performing a few compressions, the user paused the autopulse to check the patient's pulse. Then, the lifeband was re-adjusted and compressions continued. The autopulse platform was paused again for another pulse check. Subsequently, the lifeband was re-adjusted, and the green start/continue button was pressed; however, the autopulse platform shut down unexpectedly. The ems crew continued the manual CPR for about 8 minutes while troubleshooting the issue. The battery was removed and was re-inserted back into the platform, but the issue was not resolved. The battery status led indicators were showing 3 yellow lights, and it had been used to run for about 10-12 minutes before the autopulse platform shut down. The user replaced the battery, and the autopulse was able to power back on with the 2nd fully charged li-ion battery. Once at a hospital, the patient was transferred over to a hospital cot while the platform was still performing compressions. The autopulse was paused for a pulse check. Again, when the green start/continue button was pressed, the platform shut down. The user removed the 2nd battery from the platform; the battery status led indicators were showing 3 yellow lights, and it had been used to run for 8-10 minutes before the autopulse platform shut down. Meanwhile, manual CPR was performed for about 1-2 minutes. The battery was re-inserted back into the platform, but the issue was not resolved. Manual CPR was performed for another 1-2 minutes until the ed physician decided to discontinue the CPR. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. The customer was concerned if the autopulse platform's interruptions contributed to the patient's death. Back at the station, both batteries were placed into a multi-chemistry battery charger (mcc) and were successfully charged, and their status led indicators showed 4 green lights.